Event description:
It was reported that the patient had difficulty recharging and also felt pain around the recharger belt only while trying to charge. Additional information received reported that the patient met with their healthcare provider and also discussed the event with a company representative. The patient's implantable neurostimulator was successfully reprogrammed and the patient was also able to successfully recharge their stimulator despite the stimulator only holding a charge for more than 36 hours.

Manufacturer narrative:
Patient code: 1994 - labeled yes. Device code: 1057 - labeled yes. See scanned page.